Event description:
The customer alleged the unit was smoking. The customer stated the unit emitted smoke only when a cycle was run. The customer also stated that the fire alarm went off due to the smoke. The customer confirmed that there were no physical injuries from the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other - capital equipment, evaluated a customer site. The fse reported the following: the fse plugged the unit in. The unit was not smoking during power-up. The fse noticed the shelves were not seated correctly and attempted to correct them. The fse replaced the spacers and reinstalled the plastics. Upon entering the edit mode, the fse noticed the planned maintenance (pm) cycles and pm frequency were incorrect - the fse corrected. The serial number was blank - the fse programmed the serial number. The fse ran a vacuum rf - and smoke was coming from the filter housing due to an oil mist. The fse also inspected assembly - the filter was installed incorrectly - the fse replaced and tested. The fse allowed the unit to warm up then drained three bottles of moisture from the pneumatic system - ran a test cycle and the unit met specifications.